Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the insert was revised due to dislocation.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding dislocation involving a trident 0° crossfire insert 32 mm ID was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. Not returned.

Event description:
It was reported that the insert was revised due to dislocation.